Event description:
A user facility reported to olympus that the gastrointestinal videoscope had low angulation and free play in the up/down right/left direction. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, objective lens scratched, light guide lens scratched, distal end cover dirty, adhesive on bending section rubber detached, connecting tube scratched, scope connector scratched/discolored, grip dirty/scratch, suction cylinder shaved, switch 1 scratch, universal cord scratched, universal cord wrinkled, scope connector scratched, scope connector cover unit scratched, due to wear of angle wire, bending angle in up/down/left/right direction did not meet the standard value, due to wear of angle wire, the play of up/down /right/left knob out of the standard value, due to damage on switch 3, the switch could not be pressed down smoothly, due to clogging of nozzle, water removal ability did not meet the standard value, and due to deformation of electrical connector, endoscope cable could not be connected securely. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however the specific material could not be identified. Additionally, the device was found dirty. Upon further follow up, it was confirmed that the user was trained in and correctly performing reprocessing per the instructions for use. However, in this case, the user did not conduct reprocessing steps before sending the device in for inspection/repair. The event can be prevented by following the instructions for use (IFU) which state: "operaion manual_ returning the endoscope for repair warning:thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.